Event description:
Patient presented with high lead impedance and was referred for surgery. During the surgery the generator was tested with a test resistor and all values were within normal limits, ruling out a generator issue. The surgeon then decided to just move forward with performing a lead revision. The explanted lead has not been received to date.

Event description:
Additional information received noting that the explanted lead was discarded.